Event description:
It was reported that a 77-year-old female patient underwent a primary breast reconstruction surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced pain, fatigue, and joint pain. Additionally, she reports a ruptured right breast implant. A consultation with a medical professional was conducted in addition to mammogram and ultrasound imaging. As a result, the patient underwent bilateral removal and replacement with 350cc mentor memorygel breast implants on (B)(6) 2023. The date of event was provided to mentor as a best estimate. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-01648 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: generalized illness, rupture. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 22, 2023, mentor received additional information. The devices were found intact upon removal. As a result, rupture is no longer applicable to this file. The patient was diagnosed with severe right breast capsular contracture and left breast ptosis. No baker grade was provided. Mammogram imaging also revealed the patient had a right breast cyst and bilateral calcifications in her breasts. The following information was provided and updated in the appropriate fields. Race: white date of event: (B)(6) 2022. The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).